Event description:
An insulet clinical services manager reported that a patient who had been using the omnipod for a couple of months was hospitalized with diabetic ketoacidosis. He was using the pod to deliver correction boluses but his blood glucose was not decreasing. He got sick and went to the hospital.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis and hospitalization. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl man high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe if you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."